Event description:
A physician reported a pt who was first treated on 23 december 1998 in the glabellar fold. On approximately 12 january 1999, the pt noticed erythema pruritus, induration, and a raised lump about the size of a quarter at the glabellar treatment site. Within two days after self medication with medrol, the symptoms were better. On 18 january 1999 the physician's partner noted edema at the treatment site and diagnosed hypersensitivity. The physician told the pt to stop self-medicating with corticosteroids and prescribed topical temovate cream. On 19 january 1999, the reporting physician diagnosed an abscess, lanced the area with a scalpel to excise a small amount of fluid. The site was not cultured. The physician performed an unrelated bilateral blepharoplasty the same day. The pt was given intravenous antibiotics during the blepharoplasty, for both the blepharoplasty and the symptoms at the glabella. The physician then prescribed oral keflex. Since 21 january 1999 the pt reported using hot packs on the area, and has occasionally placed a sterile needle in the glabellar area to drain fluid from the area. There was a small amount of yellow drainage from the area. On 12 february 1999, the pt reported the symptoms were 90% better. On 15 february 1999, the physician noted that the pt was "99.9% better". The treatment site had slight pink color and was not raised.